Event description:
It was reported that the customer called in after a da vinci-assisted radical hysterectomy surgical procedure to report that they experienced an uncontrolled instrument drifting issue during the case. The universal surgical manipulator (usm) 2 drifted out of the vision without control. The customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that there was no patient injury due to the reported incident. The site removed all instruments and undocked the system. The site continued after redocking with no further issue. The procedure was completed successfully with no patient injury. Isi has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.

Manufacturer narrative:
Based on the claim against the product by the customer noting an uncontrolled instrument drifting issue occurred with the universal surgical manipulator (usm) 2, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse did not find any related error in the system log. The fse tested usm 2 with his instrument without any issue. The fse noted that the system passed the verification test. The system was tested and verified as ready for use. The customer reported complaint was not confirmed based on the field evaluation. The probable root cause of the alleged instrument drifting with the usm 2 cannot be determined based on the information provided and fse's field evaluation. The fse could not reproduce the reported issue. The fse's service visit did not reveal any issues related to the customer reported event. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that during a da vinci-assisted radical hysterectomy surgical procedure, an instrument on the universal surgical manipulator2 drifted out of the vision without control. The allegation could be related to the potential for unintuitive motion. Unintuitive motion could lead to subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur..